Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and failed. Receiver charged and will boot test was performed and failed, no power on. Receiver download was unable to be performed. A receiver functional test was unable to be performed. Customer complaint was undetermined for receiver loss of connection because receiver (touch screen) usb connector was contaminated, no power on. The probable cause could not be determined. No injury or medical intervention was reported.